Event description:
The initial reporter alleged a false negative result with the kit cobas 58/68/8800 hiv 192t ivd assay when tested on the cobas 5800 analyzer. The allegation involves a pregnant patient who was diagnosed as hiv antibody positive through serology testing using the geenius hiv ½ supplemental assay and hiv ab/ag screening. However, the hiv-1/hiv-2 quant assay on the cobas 5800 analyzer produced a negative result for viral load. The customer confirmed that the patient was not treated with any hiv-related medications. No harm was alleged.

Manufacturer narrative:
The analysis was performed on a cobas 5800 analyzer (serial number: (B)(6). The investigation determined that the hiv-1/hiv-2 quant assay performed within specifications, and no product issue was identified. A review of the provided run data confirmed that the CT values were within expected ranges, indicating no pre-analytical errors and validating the negative result produced by the cobas 5800 analyzer. Subject matter experts suggested several possible explanations for the discrepancy between the serology and molecular test results, including the potential for the patient being an elite suppressor or a false positive serology result. Additionally, the hiv-1/hiv-2 qual assay, which uses different primers and probes, also yielded a negative result, further supporting the validity of the molecular test results. The possibility of a mutation affecting the assay was deemed unlikely given the consistent findings across multiple assays. The test is intended for use in conjunction with clinical presentation and other laboratory markers of disease progress. The investigation concluded that no product issue was identified with the roche assay.